Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins and #1 pin damaged. Unable to perform functional tests due to contamination / corrosion damage / physical damage at connector pins. Unable to confirm allegation of high bgs and hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and there was a loss of communication between the insulin pump and transmitter and the customer received sensor signal not found alert and change sensor alert. The customer reported blood glucose value of 483 mg/dl. The customer reported hyperglycemia was treated with ems/ambulance/ER visit and manual injection/insulin pen and experienced symptoms vomiting and malaise. The event involved product(s) unomedical, mmt-7841zn, mmt-7040a, mmt-332a, mmt-1884l. Troubleshooting was performed for high blood glucose event and loss of communication between the insulin pump and transmitter until the customer declined further troubleshooting. No further patient complications were reported. The customer will discontinue use of the transmitter. No product return is required for unomedical. Mmt-7841zn was requested and the device was returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884l.